Manufacturer narrative:
Investigation in process.

Event description:
On (B) (6) 2008, "caller alleged discrepant results compared with the lab. Results are as follows." Date: (B) (6) 2008. Inratio: 0.7. Lab: 1.3.